Event description:
During an initial implant procedure, under-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event is due to helix damage. The lead was replaced during the procedure to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of undersensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.